Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, intermittent inhibition of pacing due to non-sustained rv oversensing and lead noise was observed. Programming changes were made. Patient condition is stable.